Manufacturer narrative:
E1: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center sometimes displayed no image . There were no reports of patient harm.

Event description:
It was reported that that issue occurred during preparation for use.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Additional information added to: b3, b5, d4, d10, and h4. The device was returned to olympus for inspection, and the reportable malfunction of occasional no image was not confirmed. Based on the results of the investigation, a presumable cause could not be determined as the phenomenon could not be reproduced nor confirmed. The root cause could not be identified. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.